Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the infant interface bonnets (bc300, bc303, bc306 and bc309) caused "skin breakdown" on infants. It was further reported that it appeared to be due to the "velcro disk". No medical or surgical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint infant interface bonnets were not returned to fph for further investigation as they had been destroyed at the healthcare facility. Without the complaint devices, we are unable to confirm the fault reported. Additional information provided by the healthcare staff to the fph field representative was not enough to make definitive conclusion regarding the root cause of the reported fault. All bonnets are visually inspected during the packing process to ensure that the parts are complete and undamaged. The integrity of the velcros are also checked prior to placing the bonnet inside the immediate packaging. Any bonnet that does not pass these inspections are rejected. This suggests that the subject infant interface bonnets passed the inspection before they were released for distribution. Our user instructions also provide comprehensive information regarding the correct fitting and proper use of infant interface bonnets. The healthcare facility staff had been trained twice on the correct use and proper fitting of the infant interface bonnets. The respiratory therapist manager of the healthcare facility reported to the fph field representative that there is no need to conduct additional training.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the infant interface bonnets (bc300, bc303, bc306 and bc309) caused "skin breakdown" on infants. It was further reported that it appeared to be due to the "velcro disk". No medical or surgical intervention was reported.

Manufacturer narrative:
(B)(4). We are attempting to obtain the complaint infant interface bonnets from the hospital for further investigation. We are also in the process of gathering additional information in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we receive further information and have completed our analysis.